Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient responded to the letter that was sent to them and stated that there was no issue of setting changing on their own and getting electrical shocks. They said their symptoms have improved and they want to get the device out because they feel like they no longer need it but their hcp refused and recommended they keep it. They still use the device.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported since last year the implant will change settings on its own and pt gets electrical shocks in their toes when on group b, and pt has to change back to group a. Agent confirmed they check the controller screen to see what group they are on when the settings change. Agent assisted patient with navigating controller screen to see if adaptivestim (as) is active, and there is no visibility to as. Agent reviewed device function. The patient was redirected to their healthcare provider to further address the issue of implant changing settings.